Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pace impedance measurements (greater than 2000 ohms). An invasive procedure was performed to surgically abandon the lead. A new lead was successfully implanted. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information indicates that the lead was tested through a pacing system analyzer (psa) with no conclusion reached. No further information is available. No adverse patient effects were reported.